Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not recognize a patient rhythm. The device instead prompted "connect electrodes". In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer indicated CPR was performed until ems arrived and connected the patient to their defibrillator.

Manufacturer narrative:
Physio-control further evaluated the customers device and was unable to verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause is unable to be determined. No parts were replaced.

Event description:
The customer contacted physio-control to report that their device did not recognize a patient rhythm. The device instead prompted "connect electrodes". In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer indicated CPR was performed until ems arrived and connected the patient to their defibrillator.